Event description:
It was reported to baxter (B)(4) that the customer received one empty ce intermate lv100 device. The device was filled with pamidronate (90mg in 250ml 0.9% sodium chloride). Per customer, the intermate was contained in a sealed overpouch, there was no solution in the overpouch or in the housing of the intermate, and the elastomeric reservoir is empty. In addition, the label is dry; however, the print is faded. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one used unit was received by baxter for evaluation containing no fluid in the bladder. A leak test was subsequently performed on the unit. As a result, leakage was found at the junction of the tubing and the luer post. No other source of leak was found during testing. The root cause of the complaint condition is due operator error during the manual solvent bonding application. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.